Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii bronchovideoscope. On (B)(6) 2021, the scope tested positive from ten (10) to one hundred (100) colony forming units (cfus) of mixed coagulase-negative staphylococci after two (2) days, then less than ten (10) cfus of moraxella osloensis after two days. No further growth was observed after seven (7) days. On (B)(6) 2021, the scope tested positive for less than ten (10) cfus of staphylococcus aureus. No further growth was observed after seven (7) days. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The device had been sterilized twice over.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Because the subject device was not returned the users complaint could not be confirmed. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.